Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient started whitening back in (B)(6) and was very pleased with her results. Patient then took 2 months off from whitening, then resumed whitening again in (B)(6). On (B)(6) 2017, the patient called the dentist and said that her lips were swollen and gums were sensitive. Informed dentist to advise the patient immediately to discontinue use of the kör desensitizer permanently, and if need be, the patient can also see her general practitioner. Left messages to dental office for follow-up. Heard back from dentist on (B)(6) 2017, per dentist the patient returned to normal after 1 week.